Manufacturer narrative:
(B)(4). The customer did not provide the lot number. No manufacturing date can be determined.

Event description:
The customer reported the sensor gave false readings about 10% lower than expected. There was no patient harm.